Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Boston scientific received information that during routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) pace/sense channel. The noise was observed when the patient was lying down. Isometrics were performed but unable to reproduce the noise. The patient was noted to have received inappropriate tachycardia therapy though the device did not exhaust its ability to provide therapy. The observed oversensing did not lead to pacing inhibition or asystole. The device was explanted and replaced. No adverse patient effects were reported.